Event description:
It was reported that during a pta/stenting treatment procedure, the 10f unistep plus 22x45/100 cm wallstent did not fully deploy. When the physician attempted to deploy the wallstent, the proximal end would not fully open. It was noted that some stent struts were frayed and became interlocked. The stent was manually manipulated and successfully deployed at the target lesion. The procedure was successfully completed. No pt injuries or complications were reported.

Event description:
Upon receipt of the returned device, the outer sheath was retracted and the stent had been deployed from the device. Visual examination revealed that the shaft was kinked distal to the stent holder and slightly kinked at various other locations along its length. It was noted that the stent was fully deployed and that several stent wires at one end were uncrossed. No other issues were noted with the returned device. No other complaint has been reorted to date for this patricular batch of devices. The shop floor paperwork for this batch has been reviewed. No issues were noted on this review that would have contributed to the complaint reported. Device analysis confirmed that the returned stent was fully expanded. It was, however, noted that several stent wires at one end were uncrossed. The exact cause of the complaint reported is unk. As it is not possible to conclusively determine the exact root cause of the complaint reported, no further corrective action will be initiated. Co will, however, continue to monitor this type of complaint in order to ensure that there is no compromise with product quality.